Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient claimed that his blood glucose elevated to more than 500 mg/dl and tested positive for large ketones after the animas pump powered off during the middle of the night. Reportedly, the patient took bolus insulin at 4:13 am and 7:04 am that day. His blood glucose was at 128 mg/dl at 7 am. An assessment of the animas pump was performed during troubleshooting. The animas pump alerted the patient to replace the battery at 11:08 pm the night prior to the incident. The patient did not report of replacing the battery at the time of concern. Subsequently, the patient woke up with to the alleged high blood glucose at 4 am. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. There was no evidence of product misuse. The animas representative informed the patient that the animas pump will shut off 30 minutes after the replace battery alarms if the battery is not replaced. The issue was resolved with training. This complaint is being reported due to user error and because the patient alleged was hyperglycemic after the animas pump alerted the patient to replacement the battery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box does not show evidence of power on resets. There are no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. There was no damage found to the battery cap or battery compartment. There was no defect found with the reported complaint. Unrelated to the complaint, evaluation revealed that the keypad rubber was torn at the down arrow and ok keys. All keys were responsive and spring back or click normally. Evaluation revealed contamination under the contrast and up arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.